Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to third party service center. During the evaluation, the device was visually inspected and found that the power connector of the unit is corroded. In addition to the above findings, it was also determined that the device need to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.